Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec'd 10/28/2014 medical records received. Upon revision, a pseudotumor and blackened tissue consistent with corrosion at the trunnion were noted. The stem is being added to the complaint. The stem remained in situ.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers received alleging that the patient suffers from pain and excessive levels of chromium and cobalt. Update ((B)(4) 2013) - patient fact sheet was received. There is no new information that would change the outcome of the investigation. Update der rcvd (B)(4) 2014.